Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-jun-2017, the fse adjusted the stc lane to cup pick up, as well as cleaned the claws on the test cup pick up assembly. A cup transfer test was run without error. The customer performed the daily verification and ran controls with no errors. The most probable cause of the reported event was a misaligned stc lane to cup pickup assembly.

Event description:
On (B)(6) 2017, the customer reported receiving errors 3061, stc lane mixing failure, and 2151, hybrid arm/cup transfer pickup failure, on their aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.